Event description:
The adverse incident came up in a conversation with the complainant (the practice development nurse) and a convatec rep when she asked the rep to focus on contraindications and patient selection criteria during the training meeting... Very recently a patient was admitted to itu due to respiratory failure. The patient had undergone lower bowel surgery prior to this and had been sent to CT to be scanned query a leaking anastomosis. During the night following, a staff nurse inserted flexi-seal fms as the patient had profuse diarrhea. Following this the patient was taken to theatre to have investigation and subsequently revision of the anastomosis. On visualizing the anastomosis it transpired that the balloon of the flexi-seal was visible and/or protruding through the broken down suture site. The complaintant voiced that they realized that they, as a unit, failed to adhere to advice on contraindications and patient selection criteria as published by convatec and they have accepted the need for training which the convatec rep has booked. Convatec rep advised all hospital staff to follow at the very least the protocol on the a2 flexi-seal poster prior to insertion and if there was any doubt whatsoever then the company and senior medical staff should be consulted.